Event description:
It was reported the patient was placed with a PICC catheter, chemotherapy drugs were injected, the needle was not sharp, the needle was difficult to insert, and the central venous catheter was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.